Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery with heavy calcification. The dragonfly opstar imaging catheter was connected to the doc when the doc fell off from the treatment table. Due to the rapid removal of the dragonfly opstar, the tip separated and got stuck in the lad. Therefore, the tip was left in the anatomy and another dragonfly opstar was used to complete the procedure. The result of the procedure was optimal with good flow timi3. There was no was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported material separation which resulted in foreign body in the patient appears to be related to operational context. In this case, it is likely that the catheter manipulation resulting from the drive-motor optical connector (doc) inadvertently falling during use caused the reported material separation resulting in foreign body in the patient. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- a partial UDI was provided as the lot number is not known.